Manufacturer narrative:
Per tandem¿s t:slim x2 pump user guide: ¿you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was then hospitalized with a blood glucose (bg) of 700 mg/dl and diabetic ketoacidosis. Bg was addressed with intravenous (IV) insulin drips, fluids, and blood pressure medication. The cause of the elevated bg was unknown. A healthcare provider looked in the pump history on (B)(6) 2017 and reported seeing that insulin delivery was stopped for 3 hours while the customer was sleeping in the hospital. Review of t:connect pump data confirmed that insulin delivery was manually stopped and that adjustments were made to the personal profiles. Bg was in the 500's (mg/dl) for this event which was treated with IV insulin drip. The customer acknowledged being awake for the event and changing the personal profiles. The customer was released from the hospital on (B)(6) 2017.